Event description:
It was reported that the patient¿s catheter had a leak somewhere along it and was replaced 2014 (B)(6). The healthcare professional (hcp) thought the leak ¿may have occurred with the closing at implant or when another hcp did a blood patch for the patient.¿ the patient noticed swelling around the pump pocket over the previous weekend. The catheter was reportedly fractured/ cracked so they took out the catheter and pump ¿around the 6 year mark.¿ the reporter noted there was still a piece of catheter left in the spine so they were going to go back in to remove it. The reporter thought another pump and catheter would be implanted at another date. The pump was used to infuse dilaudid (hydromorphone). No outcome was reported for this event. Follow up was being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown; product type catheter. (B)(4).